Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The scope was found to have a distorted image when angulated to the right and then blacks out. Additionally, the bending section had a buckle, and the cement from the distal end side was chipped with expose thread. The buckle could have damage the charge-coupled device (ccd) elements that attributed to the image problem. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the bending section received strong physical stress by insertion/withdrawal into/from trocar or other device handling. Due to this stress, the bending tube probably touched the ccd cable and caused cable breakage. It is also likely the ccd cable breakage was due to stress caused by excessively bending the universal cord or video cable. The following is included in the instructions for use which can prevent the event: "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report a loss of image anytime pressure is applied to the device. No patient injury was reported. No additional information has been obtained.